Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101. (B)(4). Other devices used: catalog #unk, unknown zimmer harris/galante shell, lot #unk; catalog #unk, unknown zimmer harris/galante liner, lot #unk; catalog #unk, unknown zimmer femoral head, lot #unk; this report will be amended when our investigation is complete.

Event description:
It is reported that two patients, who had bilateral arthroplasties, had nonfatal symptomatic pulmonary embolism.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot number is unknown. Relevant medical history of the patient is unknown. A definite root cause cannot be determined with the information provided.